Event description:
The manufacturer received information alleging an airgun was used to remove water from a ventilator's air path and the pressure indicator no longer functions. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's pressure indicator would not move from zero and the device was alarming. The tubing was re-connected to the pressure indicator to address the issue.